Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot : this mre review is for sterilization procedure only part: 310.288s, lot: 6l58389, manufacturing site: selzach , supplier: (B)(4), release to warehouse date: 14.january 2020, expiry date: 01.january 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in bettlach (jabil) part: 310.288, lot: 32p1412, manufacturing site: bettlach, release to warehouse date: 19 december 2019. A manufacturing record evaluation was performed for the nonsterile part: 310.288, lot: 32p1412, and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a total knee replacement surgery, the drill was used with another company's cutting guide. The drill was used through the guide block and the guide block was not flush on the bone. The drill deflected off the bone due to the block not being flush. Some soft tissue interfered causing the drill to advance at an incorrect angle and eventually break. The drill created two fragments which were both retrieved from the patient. No further information provided. Concomitant device reported: unknown guide block (part # unknown, lot # unknown, quantity 1). This report is for one (1) 2.8mm drill bit/qc/165mm. This is report 1 of 1 for (B)(4).